Event description:
It was reported that during a normal battery replacement procedure the right ventricular (rv) lead exhibited high out of range shock impedances, measuring greater than 125 ohms when connected to the new cardiac resynchronization therapy defibrillator (crt-d). The device was reprogrammed distal coil to can and the impedances were 109 ohms to 123 ohms. Boston scientific technical services (ts) discussed there could be an issue with the proximal coil. The physician elected to keep the rv lead implanted, and reprogram distal coil to can. This crt-d and rv lead remain in service. No adverse patient effects were reported.